Manufacturer narrative:
Device not returned, follow-up with company representative.

Event description:
It was reported that a pt underwent a two level x-stop procedure at levels l3/l4 and l4/l5. Approximately two years post procedure, the device was removed due to return of symptoms of lss. The physician proceeded to perform a decompression surgery at the time the x-stop was removed. The procedure was completed successfully and the pt was reported to be in good status. No additional info was reported.